Event description:
On (B)(6) 2014 pd drainage was noted cloudy with some tenderness of abdominal area. Dialysis nurse ((B)(6)) was called. I was instructed to come to center immediately. Pd drainage was collected, sent to lab. Given fortaz to use at home. Via pd tube. (B)(6) 2014 dr (B)(6) called with urgency for me to be admitted for p.d. Tube to be removed because of peritonitis. I was admitted and hospitalized (B)(6) 2014 on (B)(6) at (B)(6) hospital. I remained in hospital (until (B)(6) 2014 when hemo cath was inserted). While hospitalized I was given antibiotics and went home taking same for 21 days (fluconazole) (vancomycin).